Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd safe-clip¿ would not clip. The following information was provided by the initial reporter: the bd safe clip device is not full. Instead of cutting the needle, the device "chews" the needle; it takes several attempts to the cut the needle. It would appear that the steel in the cutting edge no longer has the sharpness to perform this task.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 15feb2022. H6: investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue. Hence a potential root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd safe-clip¿ would not clip. The following information was provided by the initial reporter: the bd safe clip device is not full. Instead of cutting the needle, the device "chews" the needle; it takes several attempts to the cut the needle. It would appear that the steel in the cutting edge no longer has the sharpness to perform this task.